Event description:
Stetkarova, I. Complications associated with intrathecal baclofen administration-our experience. Neurology. 2013;80(1). Summary: intrathecal baclofen (itb) delivered by programmable pump device can solve severe spasticity where systemic administration of antispastic drug or local administration of botulinum toxin has an insufficient effect. However, adverse events are unavoidable part of such treatment. We reported our experience with itb treatment in past 10 years. Most complications were connected with catheter and were surgically treatable. Although intrathecal drug delivery systems are associated with various side effects and complications, their benefits outweigh the risk. Prevention, early recognition, and prompt management optimize the patient outcomes. Reported events: one pump had to be explanted due to infection. One pump had to be explanted due to a pump failure. Three patients had local catheter infections that were successfully treated with antibiotics. One cerebrospinal fluid leak was observed with a fluid subcutaneous fistula that necessitated surgery to resolve. Six patients developed catheter related complications. One unspecified complication was observed with intrathecal baclofen treatment.

Manufacturer narrative:
It was not possible to match these events with any previously reported events. Concomitant product: product ID neu_unknown_cath, lot# unknown, product type catheter. (B)(4).